Event description:
Innospire go control head the manufacturer received information from the relative of a patient in reference to an innospire go device. The patient passed away on an unspecified date in 2022. The patient's cause of death was not provided by the reporter. The reporter stated the control head on the device was in need of replacement.